Manufacturer narrative:
Medwatch report mw5063520. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tube of a microbore catheter extension set. The issue was noted during infusion when the clamp was used. The reporter stated that this led to a minimal leak of fluid and blood, with approximate blood loss of less than 1ml. The extension set was immediately disconnected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
After further information was received, the product was not manufactured by baxter. Should additional relevant information become available, a supplemental report will be submitted.